Manufacturer narrative:
Pump was received with unexpected blank display during button press due to faulty lcd board. Pump had scratched lcd window noted during visual inspection. Unable to confirm keypad anomaly due to blank display. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 197 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.